Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time that they got to the cns it was up and running, showing waveforms and the nursing staff were able to see the patients at the remote nurse's stations (rns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time that they got to the cns it was up and running, showing waveforms and the nursing staff were able to see the patients at the remote nurse's stations (rns). No patient harm was reported.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time they got to the cns it was up and running, showing waveforms and the nursing staff was able to see the patients at the remote network stations (rns). They stated that this had occurred before. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Multiple attempts were made to obtain the logs of the device for investigation, but the logs were not provided in a timely manner to allow for proper investigation. A serial number review of the reported device does not reveal additional related complaints. A possible root cause is overheating of the device due to lack of preventive maintenance. The customer should ensure that the device is free of dust which would contribute to overheating and an unexpected shutdown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time they got to the cns it was up and running, showing waveforms and the nursing staff was able to see the patients at the remote network stations (rns). No patient harm was reported.